Event description:
It was reported that patient presented for routine follow up and insulation damage was observed via imaging. No electrical anomalies were noted. Patient will be monitored via merlin.net and lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the lead was explanted and replaced. There was no adverse event.

Manufacturer narrative:
A partial lead with the distal tip measuring 50.6cm was returned for analysis. External insulation abrasion was noted at 31.6-33.2cm from the distal tip, consistent with clavicle crush damage. Externalized conductors due to internal insulation abrasion were noted at 10.8-13.6cm from the distal tip. Internal insulation abrasion was noted at 11.4-12.3cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 20.3-23.9cm from the distal tip. The etfe coating was intact at these locations.